Event description:
It was reported that one infusor device was observed with non-delivery. The patient returned to the facility with the device and the device was still full after the attempted delivery. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not made available for evaluation. One photo sample was made available and visual inspection confirmed the reported condition that the device did not deliver the intended solution. No cause could be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.